Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance and a capture anomaly. An x-ray revealed no anomalies. No medical intervention or patient symptoms were reported. The patient would be followed up.